Event description:
It was reported that the device was used during a varix procedure, instrument did not work, was blocked at the beginning of the surgery. Another one was used to complete the case. No patient consequence.